Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air, therefore, the cause is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported seeing big air bubbles during the initial drain in the line after connecting; the patient was requesting assistance with ending therapy with the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp). Product surveillance contacted the hp on (B)(6) 2011. The hp said that she had primed the line and checked for air and saw none. She then connected and hit go to start initial drain. The hp said she saw air bubbles in the line. The hp started over with new supplies. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.